Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump failed to flow during or prep prior to implantation. The healthcare provider reported that they attempted troubleshooting steps but were still not able to initiate flow. They were able to prep and implant a second device but the surgery was delayed.

Manufacturer narrative:
The device has been returned to intera oncology and is currently undergoing bench testing to attempt to confirm the complaint allegation. A supplemental report will be filed upon completion of testing. The device history record for this device was reviewed. There was 1 nonconformance related to this manufacturing lot. An autoclave used to perform stress testing was not calibrated on time. The autoclave met all specifications when calibrated and is operating as intended. This nonconformance has no impact on the device. The device met all specifications prior to release from manufacturing. Blank fields in the MDR form represent unknown information. If additional information is received at a later date, a supplemental report will be filed.

Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump failed to flow during or prep prior to implantation. The healthcare provider reported that they attempted troubleshooting steps but were still not able to initiate flow. They were able to prep and implant a second device but the surgery was delayed.

Manufacturer narrative:
The device has been returned to intera oncology and is currently undergoing bench testing to attempt to confirm the complaint allegation. Supplement is to update this report based on bench testing performed by intera. The device demonstrated normal flow initiation and passed all functional tests. The complaint allegation was not observed during testing. The device history record for this device was reviewed. There was 1 nonconformance related to this manufacturing lot. An autoclave used to perform stress testing was not calibrated on time. The autoclave met all specifications when calibrated and is operating as intended. This nonconformance has no impact on the device. The device met all specifications prior to release from manufacturing. Blank fields in the MDR form represent unknown information. If additiional information is received at a later date, a supplemental report will be filed.